Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: pmv performed functional testing which included the reload was loaded into a post market vigilance (pmv) instrument for functional evaluation. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The staple formation could not be seen in the deep tissue of the body, only could see that the staple line was open.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total mesorectal laparoscopic procedure, the device had a poor staple formation. After the tran section of the rectum, the circular stapler was used, the staple line of the linear cutter was open. Having this situation, the incision extended more than 1 inch and surgical time extended more than 30 minutes. An extra laparotomy was done to make a ¿hand purse-string¿ to create an anastomoses, as well as to complete the case. There was no harm caused to the patient. Current patient status is alive with no injury. The devices were discarded by the customer and are not expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.